Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels up to "high"; current bg level was 480-482mg/dl. Correction boluses via the pump were delivered to address the bg levels. A system check using the current supplies was performed and the pump performed as intended. An infusion set site change was performed and an additional occlusion alarm was received. The occlusion alarm was resolved after a cartridge change was performed. A follow up call to ensure the customer's bg level decreased was declined by the customer.